Event description:
The manufacturer was made aware of an allegation that a continuous positive airway pressure (CPAP) device and/or its power supply caused a thermal event in an end user's home. The end user alleged he was treated for smoke inhalation and burns as a result of the event. The extent of treatment that may have been received is unknown. The thermal activity was reported to be extinguished by the end user, with the local fire department made aware seven days after the alleged event. The manufacturer's investigation is on-going. Upon completion of the manufacturer's investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer has made numerous attempts to gather further information and requested the ability to evaluate the device allegedly involved in this reported event. No further information has been received, and no product has been returned for investigation. The CPAP device and power supply meet all relevant iec and ul standards for flammability. Based on the available information, the manufacturer is unable to confirm the allegation the device and/or its power supply caused a thermal event in an end user's home, and concludes that no further action is necessary. If further information is received, the manufacturer will investigate and act appropriately.